Event description:
It was reported bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar50 packs had biological contamination. The following information was provided by the initial reporter: 50 packs of this item were contaminated and they cannot use them.

Manufacturer narrative:
The following fields have been updated: d4. Medical device lot#: 2258103. D4. Medical device expiration date: 02-jan-2023. H4. Device manufacture date: 15-sep-2022.

Event description:
It was reported bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar50 packs had biological contamination. The following information was provided by the initial reporter: 50 packs of this item were contaminated and they cannot use them.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 02/01/2023.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2258103 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2258103. Retention samples from batch 2258103 were not available for inspection. Ten plates from batch 2258103 were received as one opened sleeve shipped in a biohazard shipping kit. Plates were inspected and 2/10 had surface bacterial growth on both media (time stamp 1858). Affected plates were submitted to the ID lab and candida parapsilosis was identified. No photos were received for investigation. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar50 packs had biological contamination. The following information was provided by the initial reporter: 50 packs of this item were contaminated and they cannot use them.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar50 packs had biological contamination. The following information was provided by the initial reporter: 50 packs of this item were contaminated and they cannot use them.